Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was scratched up and there was a partial display anomaly. The patient's blood glucose was in the 300 mg/dl range shortly after the incident occurred. The customer was skateboarding and fell on the insulin pump. There were scratches on the screen and lines across the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump had missing segments/partial display due to a cracked and bleeding lcd glass. The pump passed the idle current test. Unable to perform the run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the damaged lcd glass. No blank display was noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and a scratched case.